Manufacturer narrative:
No unexpected restart alarm during testing noted. No prime alarm during prime test due to moisture damage on force sensor. Insulin pump received with minor scratches on display window, cracked display window corners and cracked reservoir tube lip.

Event description:
Customer reported receiving an error alarm on the insulin pump. Customer stated that they stored the insulin pump for three days without batteries. Customer also received an alarm during the manual prime. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 242 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.